Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, prior to use for a procedure involving great saphenous vein closure, lower extremity vein stripping, and lower extremity venography in a patient with varicose vein sclerosis, a performer introducer leaked from a cracked hub when the device was flushed with saline. The device did not make patient contact. Another device was used to complete the procedure. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the DHR for the final complaint lot and the associated sheath component lots found no relevant non-conformances. A review of complaint history found no additional complaints for this final lot number or for any final lot containing the associated sheath component lots. The device instructions for use (IFU) states ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ the affected component is supplied to cook from an external supplier. The supplier reviewed their manufacturing process and found that the quality control and packaging inspections were all acceptable. The supplier concluded that the device was manufactured within specification. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that component failure, unrelated to manufacturing or design deficiencies, contributed to this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1 - name and address- street: (B)(6). G4 - PMA/510 (k) #: k171999. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to use for a procedure involving great saphenous vein closure, lower extremity vein stripping, and lower extremity venography in a patient with varicose vein sclerosis, a performer introducer leaked from a cracked hub when the device was flushed with saline. The device did not make patient contact. Another device was used to complete the procedure. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.